Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer called to report that blood glucose level has been consistently elevated (low 200s ml/dl). Customer delivered correction boluses to lower bg level. Customer reverted to manual insulin injections at the request of health care provider. System check was performed with tandem technical support and the pump performed as intended.